Event description:
It was reported that the customer's blood glucose, carbohydrate intake and insulin history is as follows: at 8:32 am the pod was deactivated and he noticed the cannula was kinked. His ketones were large reading of 3.70 and 3.80. He gave himself a manual injection of 1.20 units of insulin and that he was also having a stomach flu.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.